Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient implanted on (B)(6) 2024 passed away in the hospital on (B)(6) 2025. The patient had right sided failure leading to multiorgan failure. No equipment was returning. Additional information provided that the patient's death was considered to be a progression of their underlying cardiac disease. The patient's right heart failure did not exist pre-left ventricular assist device (lvad). The device operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. Section 6 also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". No further information was provided. The manufacturer is closing the file on this event.